Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient did not know if their battery was out or not and she hasn¿t turned it on since she was pregnant in (B)(6) 2016. The patient stated she just gave birth and ever since they put the epidural in, she feels a pain at the implant site and the battery is shocking her from that area. The patient stated she does not know if the issue was caused by the epidural or not. The patient could not troubleshoot at the time of the call because the patient programmer (pp) was not available to them.

Manufacturer narrative:
Conclusion code 22 no longer applies. Code 92 now does. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient stated that they were going to see her neurologist on this coming friday to look at their device. They also reported the cause of the pain and shocking that they had no information on that. Patient weight was asked and they stated they did not know at this time. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
B2: nerve damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they had been sick, in a lot of pain, dehydrated and experienced shocking and muscle spasms from the device that started a few years prior, when they were pregnant and again when they turned the therapy back on on the previous friday. The reported the therapy was not working and they were still unable to urinate, they had to strain and push really hard for urine to come out. They reported the device only worked for 1 year and they were back to catheters and self-catheters. They also mentioned they had burns on the right side of their leg toward their ankles. They mentioned nerve damage on the leg from the device that was confirmed by their pain management doctor. They reported that they were supposed to have the device removed, but they got pregnant in 2016/2017 and could not get it taken out. Their current hcp was out of network and they needed to find a new hcp. Patient was going to turn the therapy off when they had access to the patient programmer again. They were redirected to their healthcare provider to further discuss the issues.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing symptoms of shocking which patient believes causes visible burns on their right leg. Patient has nerve pain anytime they walk. Patient stated their therapy is still on but they turned it down. When asked, patient stated they have had some falls which may be related to the reported symptoms. Emailed patient physician listings and encouraged patient to seek medical attention for their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient noted that their device had been shocking them for years. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was scheduled, for the following thursday, to have the ins and lead removed due to the burning and shocking sensation down their right leg.